Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a battery performance alert (bpa). No changes were reported. There were no patient consequences.

Manufacturer narrative:
The device is included in the battery performance alert (bpa) advisory issued by abbott on (B)(6) 2017.